Event description:
It was reported that during a low anterior resection procedure, the contour did not staple only cut. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device return the analysis results showed that the reload was received in good visual condition and void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. No functional test was performed as no instrument was returned for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.